Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(4). Implanted: (B)(6) 2012 explanted: product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (1mg/ml, 0.3998 mg/day) via an implantable pump for non-malignant pain. It was reported that there was a volume discrepancy. The healthcare provider (hcp) stated that patient was in for refill on (B)(6) 2021, they were expecting 2 ml and got back 15 ml. The hcp noted that patient had experienced a compression fracture in her lower back at l4 (sometime in may, date was asked but the answer on exactly when it happened was never made clear.) Pump logs were checked at that time and showed no problems. The patient's dose was increased from 0.299 to 0.3998 mg/day on (B)(6) 2021 and the patient's pain had been well controlled since then. The issue was not resolved through troubleshooting. Additional information was received. The hcp reported that they attempted to do a dye study but were unable to aspirate the catheter; he did not get any fluid back.